Event description:
A 3.5mm diameter x 16mm length ave gfx2 stent was inserted into the circumflex coronary artery and deployed at 14 atms. The stent delivery system balloon was deflated and pulled out of the stent, with good results. The stent delivery balloon was then reinserted into the artery and placed proximal to the stent for dilation of the artery at that location. The balloon was inflated to 14 atms., and after deflation, it was noted that there was a perforation proximal to the stent. Another 3.0mm diameter x 16mm length ave gfx2 stent was then placed over the perforation, with poor results. The pt became unstable and the surgeon was called to take the pt to surgery. The following day, the pt returned to surgery. Two days after the stent procedure, the pt expired from cardiac tamponade. There is no further info available from the user facility.